Event description:
The clinician reported that over 1 month after the dental implant was placed in ada site 3 in the patient's mouth, the implant did not achieve osseointegration in type I bone. The clinician noted a sinus perforation, swelling and implant mobility in this patient with fair hygiene. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.